Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device change out procedure due to normal elective replacement indicator, high, out of range lead impedance issue was observed on the lead. Programming changes were made. Patient was asymptomatic and stable prior, during and post procedure.